Event description:
It was reported that the device was used during a laparoscopic reversal procedure. The device initial clips were misaligned and did not form correctly on the device. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.